Event description:
It was reported to medtronic neurosurgery that the patient has had multiple surgeries and has had ventriculoperitoneal shunts implanted since birth. According to the report, the patient had this vp shunt implanted into one side of the brain, and an anti-siphon vp shunt manufactured by a competitor implanted into the other side. The report stated that the physician said that the patient was over-draining, even at very low measured intra-cranial pressure readings done with an icp probe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.